Event description:
Customer reportedly received results of 225mg/dl and 111mg/dl within 10 minutes on the advantage system. Several days later customer reported results of 323mg/dl and 149mg/dl within 10 minutes on the advantage system. No low or high blood glucose symptoms reported with these results. No adverse event reported. Requested return of the suspect device and a replacement was sent.